Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures error. Customer stated they were able to successfully clear the alarm and did not receive request to rewind. Customer stated timing of pump error alarm was self-test. No harm requiring medical intervention was reported. The device will be returned for analysis

Manufacturer narrative:
Device passed displacement test and self-test. The audio tones or beeps or vibrate, audio options volume 1-5 functioned properly. No unexpected pump error 63 found during testing. However, pump error 63 alarm confirmed in the device history file due to a hardware error.